Event description:
The report indicated that the customer experienced a skin abscess from wearing the pod. As a result, she was place on antibiotics by her doctor. Insulet customer care reviewed proper pod placement and skin preparation technique with the customer. A follow-up plan was made to check back with the customer in one month's time. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for sings of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was placed on antibiotics at the recommendation of her doctor in order to treat the abscess. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.